Event description:
Information was received regarding a cadd legacy 1 pump. It was reported that the device gave an unresolved "no disposable" alarm. There was no patient, or clinician injury associated with these occurrences. No further details provided at this time.